Manufacturer narrative:
The customer alleges two false negative results which were released out to the patients but no harm was alleged. Samples for patient 1 and patient 2 were tested on different cobas sars-cov2 influenza a/b (scfa) systems and each generated negative results but were questioned due to patient-reported symptoms. A recollection sample of patient 1 and the original sample from patient 2 were then sent to the (B)(6) state department for confirmatory testing which generated positive results for both. Given that each sample was tested on a different scfa assay kit and analyzer and neither were repeated at the customer site, there is little evidence of a root cause. Through the course of the investigation, a product non-conformance was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. This MDR is related to the false negative for patient 1 collected on (B)(6) 2020. A separate MDR will be filed for the other patient result. The customer experienced two false negative results between the dates of (B)(6) 2020 and (B)(6) 2020. Samples for patient 1 and patient 2 both resulted in flu a negative, flu b negative, and sars-cov-2 negative. Scfa kit batch 00813y was used to test the sample for patient 1 and 00803z was used to test the sample for patient 2. The physician questioned the results due to symptoms presented in both patients. A recollection sample from patient 1 and the original sample from patient 2 were both sent to the (B)(6) state department for confirmatory testing which generated positive sars-cov2 results for both patients. The customer indicated that no recent changes in lab personnel or protocol were implemented that may explain the discrepant results. Additionally, the customer indicated that bd utm cat# 220531 collection kit is used for sample collection, which is on-label collection media. Sample preparation was performed per product labeling according to the customer. Neither sample was repeated at the customer site and only patient 1 had a sample recollected for additional testing. It is not known what test platform was used by the (B)(6) state department to generate these positive results used for confirmation. Problem reports for four of the customer's analyzers were provided and reviewed which substantiated the customer allegation. During the course of the investigation, no product problem was found for lot 00813y. Neither patient sample is available for further investigative testing. There is some evidence of inhibition in the internal process control (ipc) channel in the sample from patient 2 (sn (B)(4), rn 361); the CT is slightly delayed and amp low when compared to other runs in the dataset. No evidence of inhibition was observed in the sample for patient 1 (sn (B)(4) rn 515). Due to the fact the customer issue was observed using two separate scfa assay kit batches, two separate analyzers and that the runs were not repeated at the customer site, it is unlikely that the customers issue can be attributed to these root causes.